Event description:
It was reported that the table top to unexpectedly free float in both the lateral and longitudinal directions. No injury was reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found a damaged wiring loom that intermittently interrupted the power being supplied to the table locks, preventing the locks from engaging. The fe repaired the cable and returned to the system to service.